Event description:
It was reported that the patient has been experiencing a "deep thump" in their chest. The right ventricular (rv) lead exhibited high thresholds and measured high impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2014. (B)(4).